Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: b5. Investigation summary photo investigation: the device was not returned. A photo-investigation was performed on the image. Five unidentifiable screws were observed to be broken: four (4) at various locations along their shafts; one (1) screw was broken near the most proximal portion of its head. The remaining fragments were not observed in the image. No other issues were detected. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Visual inspection: the unknown locking screw was received at us cq. Upon visual inspection, it was noticed that the screw is broken at the screw shaft and the broken shaft was not returned. No other issues were identified with the returned components of the device. The provided photograph in the attachment "untitled.png" were reviewed and no additional issues were observed. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection could not be conducted due to broken condition and post manufacturing damage. Document/specification review: document review could not be performed as the exact product code could not be determined as the length of the screw could not be measured from the device's received condition. However, based on the color coding observed on the screw head and per the surgical technique "dsus/trm/0916/1043 6/17 dv", the locking screw likely belongs to the family "02.211.xxx - 2.7mm va lckng screw slf-tpng with t8 stardrive recess". Investigation conclusion: the complaint condition is confirmed as the screw was broken. No definitive root cause could be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: unknown lot, therefore, a DHR review could not be performed. Part/lot combination is unknown, and therefore, DHR could not be completed. If the device/ lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d1, d9, h3, h6.

Event description:
Concomitant device reported: 2.4/2.7mm va-lcp first tmt fusion plate/standard (part#: 02.211.246, lot#: h522990, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 6 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The device was not returned. A photo-investigation was performed five unidentifiable screws were observed to be broken: four (4) at various locations along their shafts; one (1) screw was broken near the most proximal portion of its head. The remaining fragments were not observed in the image. No other issues were detected. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Unknown lot, therefore, a DHR review could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal procedure due to painful hardware. Five (5) out of six (6) of the screws were broken. Plate variable angle(va) locking compression plate was intact. No further information was provided. This report is for one (1) unknown screw. This is report 5 of 5 for (B)(4).